Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the right ventricular (rv) lead exhibited pacing inhibition, due to noise over-sensing and muscle stimulation. The rv lead was capped and replaced on (B)(6) 2023. There were no patient consequences.